Event description:
Patient developed an infection after surgery. The surgery went fine (c-section to remove cyst). Patient was given medication for infection and is improving and doing fine. This was the first time the surgeon had used this product.

Manufacturer narrative:
The device involved in this incident was reported available, but has not been returned to I-flow corporation for evaluation. Without the actual product, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.